Event description:
I was the caregiver at night for my fiancé (B) (6). On (B) (6) 2010. His care giver (B) (6) from care options had purchased a pill case for some of his medications. When she arrived on the morning of (B) (6) 2010, (B) (6) was given his medications from this box. (Not all of his medications were in it). (B) (6). Had a variety of health issues that he was dealing with at (B) (6). He'd had a stroke and lost the use of his left hand. He'd had his right lung removed due to lung cancer. He wore a pacemaker for his heart rhythm. He was being treated for bone cancer of the hip. On (B) (6) 2010, he had an appointment with his primary care physician. He used an electric wheelchair to get him to his appointment. (B) (6) took him in their vehicle to his doctors appointment. At the time he was using, we thought, oxygen from a portable tank. His caregiver (B) (6) used a new container and used the tool to open it. However, the container did "not" go on! (B) (6) rode the entire time to his doctors appointment without oxygen - about 15 minutes. By the time he got to the doctors office, he was unresponsive and his heartbeat went down to 38 beats per minute. The doctor checked his eyes for life and asked me what medications he'd taken that morning. I could not answer him. Is it possible for the pills and capsules that our citizens take daily to have the name of the medication on it, instead of a number and or alphabet letter for reference?! Also medications need to be brought "in" to each doctors appointment. (B) (6) had been in the hospital numerous times and had a variety of prescriptions that came from different pharmacies and doctors. Some of them were for his chemo-therapy treatment. I believe it would be of benefit to the american public to have a different design for oxygen tanks. One that has an off-on switch, so that accidents cannot happen while using a tool to open - like the one (B) (6) was using. (B) (6) doctor called the ambulance and he was taken to (B) (6) hospital - he was stabilized in the emergency room. He received excellent care by the staff. He was told that he could return home by his doctor at the hospital on sunday (B) (6) 2010 - today (B) (6) 2010 wednesday. He died because he would not let his nurse use a respirator on him to get the fluid out of his remaining lung. Please work towards changing your policies, to benefit our people. Everyone needs to learn to live a healthy life - "free from addictions." Our health care system would benefit as well as the public, of whom your administration is suppose to be protecting. (B) (6)